Manufacturer narrative:
The reported event of pocket erosion was not confirmed. The device was received with normal telemetry and normal output. Analysis performed did not identify any functional issues. Longevity assessment found the device operating above the elective replacement indicator level with appropriate remaining longevity. Visual inspection of the header attachment area detected an anomaly between the epoxy header and titanium case. A manufacturing process anomaly consistent with header bonding anomaly may have occurred. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The device is included in the assurity and endurity pacemakers' header anomaly advisory issued by abbott on 15 march 2021.

Event description:
It was reported that the patient presented in clinic due a swollen and eroded pocket caused by their pacemaker. The patient was put on antibiotics, and the pacemaker was explanted. The patient was discharged.